Event description:
It was reported that the right ventricular lead had high impedance. The lead had a previous repair for a "nick" on the insulation. The lead was explanted and replaced. When the physician was connecting the lead to the device, the set screw was turned on its side. When trying to align it, the screw was dropped. That device was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part.